Event description:
Valve was implanted on 10/23/95 and revised on 6/26/96 due to distal catheter fracture.

Manufacturer narrative:
Although co has attempted to obtain the questioned product for analysis, it is currently not being released by the hospital due to potential legal issues. If it is possible for to obtain the questioned product and proceed with the product evaluation.